Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.

Event description:
During the afl procedure, the error message of the catheter was only for single use was noted. Trouble shooting attempts included changing presets, deleting and re-entering the catheter information, and changing the port location. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.